Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specification prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was not returned for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The event may be associated with a difficult vessel anatomy leading to the reported deployment difficulties. In this case, no information regarding the vessel anatomy or placement site was provided. Mechanical influence during transport or handling of the device also may have caused a damage to the handle and subsequent deployment difficulties. Furthermore, inadequate handling of the device during deployment can lead to a device defect. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient or procedural details. Not returned.

Event description:
It was reported that the vascular stent could not be completely released initially during the stent placement procedure. After many attempts, it was possible to release the stent finally. Due to the difficulties in releasing, the vascular stent was displaced. There was no reported patient injury, however, the event led to a prolongation of the hospitalization.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specification prior to shipment. There is no indication for a manufacturing-related failure. The delivery system was returned for evaluation. The stent had been released and was not returned as it remains implanted. The sheath of the delivery system was found to be torn off distal to the guiding tube. The handle of the delivery system did not show any defects or deficiencies. On the basis of the condition of the returned device and the event description, the reported deployment difficulties could not be reproduced. No images were provided to verify the reported stent dislodgement. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be associated with a difficult vessel anatomy leading to the reported deployment difficulties. In this case, no information regarding the vessel anatomy or placement site was provided. Mechanical influence during transport or handling of the device also may cause a damage to the handle and subsequent deployment difficulties. Furthermore, inadequate handling of the device during deployment can lead to a device defect. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit."